Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that any patient's image can be chosen and registered to any other patient using diagnostic system. This occurred four times. Upon follow up, the doctor reported that the software did not work or calculate correctly for only one patient. The software has been working correctly ever since this patient.

Manufacturer narrative:
There was a misunderstanding by the surgeon (misuse). The system has no eye recognition system. Best fitting result was presented but responsibility lies with the surgeon. The manufacturer internal reference number is: (B)(4).